Event description:
The customer contacted stryker to report that their device failed to deliver a shock to a patient when the shock button was pressed. A back up device was obtained and used to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.